Event description:
It was reported by the customer that the touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer indicated that no follow-up was needed and that the case could be closed by tandem technical support.